Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered seven inappropriate shocks due to supraventricular tachycardia (svt). During one of the shock deliveries, the ICD recorded code 1005 associated with an open condition detected during shock delivery. Boston scientific technical services (ts) recommended replacement of the device and right ventricular (rv) lead. No adverse patient effects were reported. Additional information received indicates that the patient was discharged home and will be monitored more frequently.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered seven inappropriate shocks due to supraventricular tachycardia (svt). During one of the shock deliveries, the ICD recorded code 1005 associated with an open condition detected during shock delivery. Boston scientific technical services (ts) recommended replacement of the device and right ventricular (rv) lead. No adverse patient effects were reported.